Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the devices battery. Low voltage capacitors are used in the devices high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this devices battery faster than normal.

Manufacturer narrative:
Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited premature battery depletion and recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. As a result, this product was explanted and replaced. No additional adverse patient effects were reported.